Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the keyboard screws were missing, the system fan was noisy and that the radiofrequency head connector on the link electronic module (lem) board was loose, and all were replaced and the lem board calibrated. Concomitant product: product ID: 229047 software analyzer. (B)(4).

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.